Event description:
A patient underwent aaa repair in 2009. The patient's anatomical form was considered suitable for endovascular repair. Because of an insufficient seal at the proximal neck, the physician additionally placed another manufacturer's stent mounted on another manufacturer's balloon catheter to prevent a type I endoleak. Confirmatory angiogram showed blood flow from the main body into the aneurysm. After localizing the origin of the blood flow by performing repeated partial angiography using a occlusion balloon, the physician considered the blood flow a result of a graft tear and took a wait-and-see approach. Patient status is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.